Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 240 mg/dl, 502 mg/dl and 190 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated he took his medication as normal. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.